Manufacturer narrative:
(B)(4). Batch # l91c83. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the noises heard could be the nose cone becoming damaged. It is also possible that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when "it connect with harmonic scalpel, the handpiece made noise and the function of harmonic scalpel did not makes good performance". There was no patient consequence.